Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -5.5/1.0/079 (sphere/cylinder/axis) was implanted into the patients right eye (od). On (B)(6) 2021 the lens was implanted; removed and replaced intra-operatively for a longer length lens due to low vault. The problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
Weight-ethnicity:unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Manufacturer narrative:
Weight-ethnicity:unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -5.5/1.0/079 (sphere/cylinder/axis) was implanted into the patients right eye (od). On (B)(6) 2021 the lens was implanted; removed and replaced intra-operatively for a longer length lens due to low vault. The problem was resolved. Cause is reported as unknown.